Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physicians event description, it seems likely that the root cause for the complaint event is related to the patient anatomy (i.e. Previously implanted stent).

Manufacturer narrative:
Combination product: yes.

Event description:
A pk papyrus covered stent system was selected for treatment of the lcx. The vessel already had several layers of stents in it. The device was unable to cross due to catching on the previous implanted stents. The delivery system came out intact and no stent was left inside the body but unable to be placed. Another pk paprus was used.